Event description:
Per the clinic, the patient experienced recurring skin issues and keloids. The patient underwent multiple procedures to remove excess skin at the abutment site (specific dates not reported). The implanted device remains.